Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake mechanism assembly needed to be replaced. The hill-rom technician replaced the brake mechanism assembly to resolve the issue. Based on this information, no further action is required.